Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for perforation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that approximately nine years three months post filter deployment, the patient allegedly had a CT scan showing that the filter perforated beyond the wall of the ivc and aortic wall. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately nine years and three months later, computed tomography of the abdomen and pelvis without contrast was performed, and result showed that an inferior vena cava filter was in place in good infrarenal position. No evidence of tilt. Perforation of multiple inferior vena cava filter struts beyond the wall of the inferior vena cava was noted. One of the posteromedial struts appeared to perforate adjacent lateral aortic wall. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b5, b6, d4 (expiry date: 10/2010), g3, g4. H11: d1, d4, h6 (results). H11:section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with trauma situation/motor vehicle accident. Approximately nine years and three months post filter deployment, a computed tomography scan showed that the filter perforated beyond the wall of the inferior vena cava and aortic wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.